Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.